Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2.0mm x 150mm x 150cm, mr coyote balloon catheter was advanced for dilatation. However, during initial inflation at 12 atmospheres, the balloon ruptured. The device was removed from patient without any problem and pinhole on the balloon was noted. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was good.